Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer was admitted to intensive care unit. Customer's mother stated she pulled out infusion set and it was bent. The customer's blood glucose ranged between 74mg/dl-338mg/dl; treated with pump. Customer has diabetes ketoacidosis. The customer's mother stated she doesn't believe it was a pump related issue and declined further troubleshooting.